Event description:
It was reported that during device interrogation, the right atrial lead exhibited intermittent undersensing. The device was reprogrammed to resolve the issue. No patient symptoms were reported.